Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed incoming functional test due to the main printed circuit board assembly being out of electrical specification. Analysis also found the upper case and lower case are dented. Bail covers and battery drawer are contaminated. Ring cover is broken, lead flex o-ring is missing, and the battery contacts are compressed. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.